Event description:
Patient reported infusion device beeping and displaying "201 ---." She stated that she replaced the power pack and the infusion device functioned properly. Patient did not report any physiological effects associated with this issue. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.